Event description:
It was reported that there was a problem with the geometry of the system. In the middle of the procedure, an error message was displayed on the monitor stating geometry restarting.the procedure table becomes floating and the x-ray tubes cannot be moved during this time. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the issue occurred during a diagnosis procedure which got delayed by 3 minutes. The customer was planning to do some tests when it was identified that there was a geometry restarting error message displayed on the monitor. Due to this error, the customer had to wait for the device to restart itself to continue the procedure. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The rse reviewed the logs and found that there was an application stop which caused the geo to restart. The rse reinstalled the suite pc and installed a firewall configuration router kit between the device and the hospital network connection. After this, the system was returned to use in good working order.